Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 4 atm. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual examination of the device identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure and blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and when positive pressure was applied liquid was observed to be leaking from a balloon pinhole approximately 2.5mm distal to the distal end of the proximal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades as all blades were present and fully bonded to the balloon surface. There were no kinks or damage noted along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported the balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 4 atm. The procedure was completed with a different device. No patient complications were reported.